Event description:
A bipolar electrosurgical generator was in use during a laparoscopic tubal sterilization procedure. The device failed to operate. An open (laparotomy) procedure was elected by the surgeon to proceed with and to complete the tubal ligation. Evaluation of the device by a user facility contracted service determined that there was a loose connection at the bipolar jack. One electrical wire had lost contact and prevented normal operation of the unit. The retaining nut on the bipolar jack connection was tightened and the device was returned to service by the user facility.